Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There have been several complaints, from a number of surgeons that there has been snapping when tying knots. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: lot number? What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Procedure name and date? Event date? Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number for each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent